Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The system controller failed functional testing due to increased wire resistance in the power cables. The power cables¿ insulations were measured and were at the expected 11gohm values. The internal wire resistances were measured, and multiple wires were found to have higher than the expected = 0.5 ohm value. The power cables were stripped, and green fluid ingress was found inside both power cables. This fluid ingress may have contributed to the observed higher resistances. The fluid ingress did not affect system controller operation. The reported event of muffled alarm speakers was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted spanning approximately 2 days ((B)(6) 2021 per timestamp). There were no atypical alarms in the log file. Pump operation was not affected. The heartmate iii system controller was tested and was able to operate and alarm as intended. A sound meter was used to measure alarm volume and the system controller was able to produce noise at an expected level. The controller speakers were not obstructed and were functioning as intended. The system controller operated on a mock loop without issue. The reported event was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the audible alarms were dampened/muffled and alarm speaker was not working properly during the self test. The patient was given a new system controller. Patient was stable and asymptomatic.